Event description:
Per the clinic, the patient experienced a performance decrement and an intermittent lack of auditory response, resulting in the decision to discontinue use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.